Event description:
Please refer to the initial-report.

Manufacturer narrative:
As part of the manufacturer's investigation, the evita v300 was checked in a device test on site by a dräger service technician. There no deviations were observed. Further analysis of the log data shows that the user successfully carried out a device and breathing circuit check during the night of on (B)(6) 2019. The unit was then turned off and returned to service at noon of on event 2019. No device and breathing circuit checks were performed at this time. Ventilation was started noninvasively in pc-bipap / ps mode. Over the following 45-minute period, numerous changes between the pc-bipap / ps and spn-CPAP / ps ventilation modes in niv application mode followed. Numerous alarms such as "low mv", "high vt", "disconnected?", "high airway pressure" and "apnea" were issued. The lower alarm limit for the minute volume had been set by the user to 0.02 l / min in the first 10 minutes, then to 2.5 l / min. This event and alarm sequence indicates significant leakage in the breathing circuit. Subsequently, intubated ventilation was started in pc-bipap / ps mode. An inspiratory pressure of 29 mbar was set together with a peep of 15 mbar. The upper alarm limit for the airway pressure was coupled by the user to the inspiratory pressure. Furthermore, the device has again generated the above mentioned alarm messages as well as "airway blocked?" And "pressure limited, vt not reached". In correlation with the selected settings for airway pressure, peep, and upper airway pressure alarm threshold, the observed and alarmed behavior may result from an obstruction. After another 23 minutes, the user switched to the ventilation mode vc-ac / af. The tidal volume was set to 300 ml, the upper limit for the airway pressure remained unchanged. Also during this ventilation sequence, the alarms listed above were issued. The set tidal volume was not reached several times because of the pressure limitation. In summary, the completed device check, recorded device behavior and alarms do not indicate any technical malfunction of the ventilator. The device has informed the user of a detected deviation in ventilation performance as intended by generating udible and visual alarms. The event and alarm sequence indicates leakage in the breathing system during niv and a subsequent potential obstruction.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported in an user facility report: "ventilator at ICU has passed the device check before use. No adequate ventilation could be obtained when device was connected to the newly intubated patient. Neither pc nor ippv mode allowed sufficient ventilation, therefore a tubing malposition etc. Was assumed. Only after exclusion of the probable causes and a problem-free ventilation with a bag, a device failure was considered and the respirator was replaced. An adequate ventilation was then possible. Due to the delay in finding the cause, consequences for the patient can not be ruled out." Dräger was later reported by the user: "nurse noticed insufficient oxygenation (livid facial skin color and low spo2 value with pulse-synchronous saturation curve)."